Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital for hyperglycemia and diabetic ketoacidosis. The blood glucose results were not provided. The patient was treated with insulin at the hospital. After being stabilized, the patient connected the infusion device and the blood glucose levels increased. The patient was treated with insulin again to stabilize the blood glucose level. The patient was currently still in the hospital.